Manufacturer narrative:
Updated fields: h6, h10 corrected fields: h8 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was incomplete reprocessing. The device was returned to olympus without completing reprocessing at the user facility. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer reported they did not clean, disinfect, or sterilize the equipment prior to sending the device in for repair. Machine cleaning and disinfection was not performed due to water leakage from operation section during cleaning. It was also reported that there was no delay to the start of pre-cleaning, which was properly implemented. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The scope was presoaked in a detergent solution. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge. Lastly, the nozzle was flushed with a detergent solution. The event can be detected and prevented by handling the device in accordance with the following IFU: gif-ez1500 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-ez1500 reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6) medical.the customer reported the device was not cleaned, disinfected and sterilized prior to being returned for evaluation due to the water leakage. There was no delay to precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The device was presoaked in the detergent solution. The air/water nozzle was wiped/brushed with a clean lint-free cloth/brush/or sponge. The air/water nozzle was not flushed with detergent solution. The device was returned to olympus for evaluation and the evaluation found: due to a crack on the scope cover, water tightness was lost and some parts of the watertight gasket were floating. The adhesive on the bending section cover had a white-clouded area and a chip. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope had a water leak from the control section. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.